Manufacturer narrative:
(B)(4). Batch #: u5dl74. (B)(4). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and the anvil was not returned. The device was received with no staples present. A cut washer remnant was in the end effector. When the forward battery was installed, the green checkmark illuminated, indicating that the device achieved a full firing stroke. The device was reloaded with staples, reset, a new washer was placed on a test anvil and the device was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. The open shroud weld seam around the battery was not related to the complaint since the battery was held in place with no issues. No conclusion could be reached on what caused the open handle/shroud noted during the visual inspection. Likely, the seam could have been broken during the shipment after the procedure. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the device in this condition may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure that the stapler completed the cycle giving a green check mark but there was an incomplete proximal donut. Intra-op leak test was performed and successful. A purse string device was used to set the anvil. Another like device was used to complete the procedure. There were no adverse consequences for the patient.